Manufacturer narrative:
Alarm codes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified alarm occurred and pumping was stopped. Reportedly, the user resumed insulin delivery. The user's blood glucose level was 160 mg/dl. Additionally, it was reported that there was missing data in the t:connect pump data logs. Reportedly, the user would continue to use the pump until replacement pump is received.